Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient received a PICC on the 16th may and a second on the 17th may, both piccs "snapped". It was stated the hospital is uncertain if the piccs were bitten, snapped or cut. This report addresses the second PICC.